Event description:
According to the rptr: the surgeon placed the product in the pt at 9 am, on (B)(6), 2010. At 10pm that same day, the pt was operated on again because allegedly the product had torn in half (horizontally). The product was removed and replaced with a different mesh.

Manufacturer narrative:
(B)(4).